Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 2 of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection between the supply line and the bag which resulted in a leak. The technical service representative had the patient close the clamps and cycle the power to clear the alarm. The patient was advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.